Event description:
It was reported by the pt that he underwent total hip arthroplasty in 2008. Post-op, he experienced pain and his surgeon recently recommended a revision of the durom acetabular shell due to loosening. The revision procedure has not been scheduled yet.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.